Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was received for analysis. A visual and microscopic examination found that the stent struts at the proximal end of the stent were distorted and bunched together. This type of damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13-nov-2015. It was reported that crossing difficulties were encountered. The 75% stenosed, 28mm in length, 2.25mm in diameter, was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 2.25x28mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.